Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the customer's au680 chemistry analyzer. The fse determined the cause of the issue is attributed to a dirty ion-selective electrolyte (ise) unit and defective roller tubing. The fse cleaned the ise unit and replaced the roller tubing to resolve the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.